Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient started therapy over reusing single-use supplies, and was connected during prime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The ¿warnings and cautions¿ section instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. The ¿warnings and cautions¿, ¿operating instructions-perform therapy¿, ¿operating instructions-end therapy¿, and ¿troubleshooting¿ sections warn the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single use supplies during peritoneal dialysis. The event occured during prime and the patient was connected at the time of the event. The technical service representative assisted the patient with ending therapy and advised them to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.